Manufacturer narrative:
Product was discarded by the user facility and cannot be returned. Investigation is not possible.

Event description:
During a laparoscopic cholecystectomy surgical procedure, the heat shrink insulation on the front of the grasper loosened and fell off into the patient. The piece was randomly discovered overviewing the abdomen at the end of the surgery. The grasper was disposed after the surgical procedure.